Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that before their device was helping however since the cold weather (B)(6), they started having big problems with incontinence, even worse prior to getting the device. Patient said they put the antenna on their back and it was at 1.9 but did not feel stimulation at all. Patient also talked about underwear and pads being terrible. Patient synced with their programmer and stimulation was on, patient was on program 4 at 1.9v. Patient said they did not feel anything in their back. During the call, patient increased from 1.9 to 2.7, moved around and still did not feel stimulation. It was not noted that patient was not feeling stimulation in the correct area, further stating that they felt stimulation at the ins site, they used to feel stimulation in their back, not in the pelvic floor, where they had felt it since implant. Prior to the call, patient had increased from 1.7 to 1.9 and immediately felt it. Patient was advised to review any directions previously provided by the health care professional (hcp) and it was reviewed that it takes time for the body to respond to therapy. Therapy expectations were reviewed at 50% reduction in symptoms. Patient said their hcp made another appointment for one year. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient has an appointment with their health care physician (hcp) in (B)(6) 2018. The patient reported they were not happy with the implant and their incontinence was worse and worse since implant. The patient stated they wanted a manufacturer representative to check their device because it was not giving them relief. The patient also noted they were not getting therapeutic benefit and that their trial went well so they were really hoping to get the stimulation working better. The patient reported their therapy was not working as expected and that they felt stimulation where the ins was. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they have had problems with the ins, clarifying that they therapy was not helping their incontinence since (B)(6) 2018. The patient reported they had contacted their representative regarding the issue and would be talking to them again next week. The patient was redirected to their healthcare provider regarding their symptoms. No further complications were reported.